Event description:
Patient was revised to address clunking. Report also states that cup was originally implanted too superior and completely flat.

Event description:
Litigation alleges that the patient experienced soreness and discomfort on account of her asr right hip implant. Litigation further alleges that the patient experienced clicking of the right hip and had difficulty walking and performing routine activities. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: catching and popping in right hip; increasing metal ions; tissue in the socket had a slight tinge of dusky discoloration; socket flat or migrated to flat position; acetabulum exposed with head articulating in it; one small area of ingrowth. The information received does not change the MDR decision.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: patient was revised to address clunking. Report also states that cup was originally implanted too superior and completely flat. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right side). Examination of the reported devices was not possible was they were not returned. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations since their release to distribution. It was stated in the initial reported that the acetabular component was malpositioned initially. The investigation could not verify or identify any product contribution to the reported event with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the investigation, the need for further corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.